Manufacturer narrative:
An abandoned procedure was reported to abbott. It was determined that during a competitor replacement the physician attempted to insert the competitor lead into the abbott adapter, but it would not insert since it was the wrong type of adapter. The physician decided to abort the procedure. The results of the investigation are inconclusive as the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a competitor replacement the physician attempted to insert the competitor lead into the abbott adapter, but it would not insert since it was the wrong type of adapter. The physician opted to abort the procedure.